Manufacturer narrative:
The evaluation of the blender showed that it was not functional, not alarming, and the output of the gas supply on the mixer did not provide gas. It was also confirmed that the knob on the blender was only able to turn to 60%. A drager technician stated that the blender itself had not been tampered with during troubleshooting. It was not identified how the damage to the blender occurred. A replacement blender was installed in the device, and it was confirmed that this blender worked according to manufacturer¿ specifications. The resuscitaire instructions for use (IFU) states, in the maintenance section, that the module must be returned to drager for calibration every two years. A specific root cause for the affected blender was unable to be determined.

Event description:
The customer reported that the resucitaire had a problem with the concentration of 02 and failed to activate the medical gas disconnection alarm. The blender kit was disassembled and changed, but the failure persisted, a new blender is installed and the failures persist, the o2 concentration is measured at the blender outlet and the fio2 values correspond to what was programmed, but when the blender is connected to the rest of the system the concentration values of o2 failed again. No adverse patient impact or patient death reported.

Event description:
The customer reported that the resucitaire had a problem with the concentration of 02 and failed to activate the medical gas disconnection alarm. The blender kit was disassembled and changed, but the failure persisted, a new blender is installed and the failures persist, the o2 concentration is measured at the blender outlet and the fio2 values correspond to what was programmed, but when the blender is connected to the rest of the system the concentration values of o2 failed again. No adverse patient impact or patient death reported.